Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed functional testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer received a motor error alarm. Customer's blood glucose level at the time 199mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).